Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not accept cartridges during the load process. In addition, it was reported that a minimum fill notification occurred. There was no reported impact to customer's blood glucose. Additional information was not provided, and the customer declined further troubleshooting with tandem technical support.